Event description:
It was reported that during the marker placement of 2 markers in a breast biopsy procedure, the markers stuck in the clear tubing and would not deploy. They used another marker to complete the procedure. There was no pt outcomes reported.

Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip. Eval summary: the analysis results of the (B)(4) (a) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A batch record review was performed and no anomalies were found during the manufacturing process. The (B)(4) analysis (b) results found that the clear tube applier was stretched with a marker present. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional info: batch f9gy0j. Expiration date: 05/2014. Manufacturing date: 06/2009. Clear tube applier stretched.